Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side exchange textured to smooth implants due to the patients concern with the product. Healthcare provider also noted "reason for removal" as "contracture". Device has been explanted and will not be returned due to "significant adherence of implant capsule to implant shell".